Manufacturer narrative:
H.10: through follow-up communication livanova learned that the customer services its own equipment. The biomedical engineer at the hospital communicated that the stirrer motor could not spin. The engineer ordered a new motor and replaced it. The problem could be solved on site. The issue is more likely associated to the motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with a bad stirrer motor. The issue was identified during setup. There was no patient involvement.